Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast hypoplasia, breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 225cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, breast hypoplasia, breast asymmetry, and bilateral breast capsular contractures (baker grade unknown), post-procedure. As a result, the patient underwent bilateral breast capsulectomies, bilateral explantation and bilateral replacement with the following devices: (right) 425cc mentor smooth round spectrum saline catalog: 3501470 lot: 7626114 sn: (B)(4) and (left) 425cc mentor smooth round spectrum saline catalog: 3501470 lot: 9505447 sn: (B)(4) on (B)(6) 2021. This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2021-06410.